Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a starclose se device via a 6f sheath after an endovascular interventional procedure. Reportedly, after advancing the thumb advancer without issue the starclose se clip was deployed; however, as the device was pulled out hemostasis was not achieved. When the starclose se device was outside of the patient anatomy the clip was noted to be stuck between the sheath and clip delivery tube. There was no resistance felt at any time. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported clip deployed at the distal end was confirmed. A conclusive cause for the reported difficulty could not be concluded. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.